Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2017. It was reported the personal therapy manager (ptm) was periodically getting a code 0617. It occurred a week or so ago. The patient asked while in at the healthcare providers (hcp) but did not get an answer. The patient gets it every so often then he turns it off and back on and it seems to work. The patient believed they were not getting medication because they were having issues. The patient told the hcp when they were there on monday that they were getting that error and that they did not feel like they were getting medicine every time they used it. The patient was given their third ptm. On (B)(6) 2017 and (B)(6) 2017 the patient started getting the code again. It happened in the car and in the hcp office. It generally always works the second time even sitting in the same place. When the patient was in the car it was behind in the back seat. The patient had an oxygen machine and a cell phone but other than that, they were far away from the computer; ¿it is a good 10 feet¿. The patient had oxygen since prior to getting a ptm. The patient did not take the oxygen in hcp office. No further patient complications were reported. Additional information received on (B)(6) 2017 from the consumer reported he called in about receiving a code on his ptm, but couldn¿t remember what the code was and was not seeing it now. The patient stated he thought it was 6017. The patient stated it still happened periodically. The patient stated he had had nothing but pain and trouble since he got the pump. The patient stated there were some days he just wanted to rip the pump out. He felt the pump was not working. The patient stated that his first pump worked great, but ever since he had the second pump implanted it had not worked. The patient stated that his hcp ran a fluoroscopy test to see if the pump was working, and they showed the pump was functioning normally. The patient mentioned that he goes in every week to get an increase of medication. The patient wanted to know if ¿other people had experienced with the pumps¿. Additional information received on (B)(6) 2017 from the consumer via a manufacturer representative reported the patient called him and stated he had spoken to patient services, and he reiterated to the representative that he still felt the pump was not working. The representative stated there were no new changes, and the hcp was not available at that time to see the patient. The representative stated there were no alarm logs, and there had been no volume discrepancies. The hcp stated there was nothing wrong with the drug delivery system. The representative stated the patient would follow-up with the hcp when he was available. The representative called in again and reported the patient did not feel he was getting good therapy. The representative stated there were no alarms, volume discrepancies, and no issues with the dye study that was performed. The representative stated he might suggest a therapy bolus to the hcp. The representative stated they were trying to figure out what could be going on with the patient outside of the pump. Additional information received on (B)(6) 2017 from the consumer reported since his pump replacement in (B)(6) 2016, he had had issues with not getting good pain relief, sporadic withdrawal symptoms, and writhing pain in the legs that was different pain than previously experienced in the legs. The patient would get refilled and have 2 bad days of pain and then be fine again. The patient stated he didn¿t think the pump was working right. The patient stated he did not get good pain relief after requesting a bolus of medication as well. The cause of the issues was unknown, but did correlate with when he first had his pump replaced in (B)(6) 2016. The patient stated the pump was very close to the top of their skin. The incisions had healed, but he still had to wear a binder as the skin was tender. The pump tilted in the body, and it burned and hurt per the patient. Interventions that had already been taken included increasing the dose 20% at refills and often times weekly. The details on volume discrepancies were not known as the patient had limited details, so it was unclear if they had really occurred. A therapeutic bolus was effective in the office after 3 tries per the patient. The logs were not available on print offs that the patient had (logs had not been read). The patient was very happy with the pump and therapy before replacement, but the patient believed the dose might not be high enough. No further patient complications were reported.